Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: scoliosis due to sotos syndrome levels implanted: t3-4, l2-3 it was reported that on 24 jul 2018, intra-op, while removing the set screw the tip of the obturator broke. None fragment of the product remained inside the patient. No patient symptoms or complications were reported as a result of this event.